Event description:
Pt's thumb was caught in the hinge mechanism of the bed rail. The mechanism jammed and could not be released. It took about 10 mins to release the pt's thumb by finally prying the hinge open. The pt's thumb sustained soft tissue injury; no fracture.